Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported during pre-use on startup this avea ventilator displayed circuit occlusion and the extended high ppeak alarm . No reported patient involvement with this event.